Event description:
A 2.5 x 28mm cypher select + (B)(6) was retrieved from the patient after there was difficulty crossing the lesion, and it was noticed that the distal edge of the stent was flared. The stent delivery system was pulled back into the guide catheter, and the device was removed from the patient. The proximal left anterior descending (lad) lesion was described as de-novo, moderately calcified and slightly tortuous, with 90% stenosis. The procedure was successfully completed with a new cypher select + of the same size. There was no patient injury reported. The physician did not indicate any anomalies prior to use.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 428 mg/dl, 427 mg/dl, and 159 mg/dl. Customer had consumed ice cream 12 minutes prior to testing 428 mg/dl. Customer called emergency medical technicians (emts) after testing 427 mg/dl. 15 minutes later, customer tested 178 mg/dl on the aviva system and 126 mg on emt meter. 10 minutes later, customer tested 161 mg/dl on the aviva system. Customer did not require professional medical treatment. No adverse event reported. Requested return of suspect device and replacement was sent.